Event description:
It was reported that an unspecified number of bd cathena safety IV catheters with wings bd multiguard technology 20 ga 1.25 in experienced leakage during use. The following information was provided by the initial reporter: material no. 386811; batch no. Unknown. The learning curve on the new IV catheters has not been steep. They are technically difficult to use. They often require 2 hands to thread, and the mechanism in the hub that is supposed to eliminate the need to occlude the vein certainly does not stop bleeding from the vein. The theory that the tip of the catheter is in close proximity to the end of the needle is a good one, as then threading should be easier. As well, not having to occlude the vein once the catheter is in place would be helpful, but it really only works the minority of the time. I hear constant complaints from both the or nurses and another physician.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. After sales and marketing reached out, they concluded that there is a lack of understanding of the new product due to a lack of training provided because of the cov10 situation. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of bd cathena safety IV catheters with wings bd multiguard technology 20 ga 1.25 in experienced leakage during use. The following information was provided by the initial reporter: material no. 386811 batch no. Unknown. The learning curve on the new IV catheters has not been steep. They are technically difficult to use. They often require 2 hands to thread, and the mechanism in the hub that is supposed to eliminate the need to occlude the vein certainly does not stop bleeding from the vein. The theory that the tip of the catheter is in close proximity to the end of the needle is a good one, as then threading should be easier. As well, not having to occlude the vein once the catheter is in place would be helpful, but it really only works the minority of the time. I hear constant complaints from both the or nurses and another physician.